Event description:
A lifecor territory manager (tm) was preparing a monitor for a patient fitting. She stated that she got the monitor to program but now neither battery pack will fit into the monitor. She stated that the monitor pins are bent. Support sent the tm a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B) (4) has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor.